Event description:
The customer had reported that the device would not cut. Another device was opened and used to complete the surgery. Upon receipt of the device for evaluation by covidien, a preliminary investigation of the device found that the tab on the spindle cap was broken off and missing. The customer stated that nothing fell into the patient cavity, and there was no harm to the patient.

Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.